Event description:
Information was received from a manufacturer's representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Per the caller, the pt is having their ins replaced today because pt is tired of charging their implant. The caller stated that the pt's ins is not too deep or tilted and pt is able to connect fine to charge but caller commented that pt's ins is located to the left of the spine and may not be comfortable as a charging location. They may be changing just ins out or may replace the entire system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the reason for device explant was the patient didn¿t want to charge anymore. The issue was resolved, explant and implanted prime cell and moved pocket away from spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.